Event description:
It was reported that the intertan short rod broke in two while implanted in the patient. Patient suffered from a displaced fracture. Revision surgery was performed and fracture was realigned with a proximal femoral plate.

Manufacturer narrative:
It was reported that the intertan short rod broke. Revision surgery was performed and fracture was realigned with a proximal femoral plate. The associated trigen intertan nail was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode for the same batch number. A clinical analysis noted the revision findings of induration and maceration from the area of the patient¿s hardware prominence was likely caused by the excessive compression during implantation as well as the fact that it occurred aprox 14 months post indicates that non-union was likely. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.